Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation . Patient said the device has not been working since 2012. The patient repeated that his ins has not worked in 7 years. The patient was redirected to follow up with hcp to discuss removing the device so they can have a MRI . There were no further complications reported.